Event description:
Procedure type: total gastrectomy. According to the reporter: the instrument did not close. Another instrument was used. It took approximately one hour to fix this problem. No further patient details could be obtained.